Event description:
An olympus representative reported the air/water supply failure on the evis exera lll gastrointestinal videoscope during reprocessing. The device had been inspected prior to use. The intended procedure had been completed with a similar device. During testing and inspection of the returned device, the nozzle was found to be clogged with debris, which had been attributed to insufficient cleaning. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture reportable malfunction.

Manufacturer narrative:
E1 (B)(6). Prior to the device being sent to olympus for evaluation, it was cleaned/reprocessed. The customer provided cleaning practices performed at the user facility. There was no delay in the start of the precleaning. The customer flushed the air/water nozzle with water and air during precleaning. There were no observed abnormalities in the accessories used for reprocessing. The customer did not know if the scope had been immersed in the detergent solution but was able to provide that the air/water was flushed with detergent. The customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes or sponges. The customer did not have any concerns with the reprocessing. The device was evaluated and the customer¿s allegation of poor air/water supply could not be confirmed. However, the air/water nozzle was corroded, and a foreign object was found inside. Scratches were found on the device, the insertion tube was collapsed and the control panel was discolored. A stretched angle wire caused the bending angle and the play of the angle knob to be out of specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported an air/water supply failure on the evis exera lll gastrointestinal videoscope during reprocessing.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the specific root cause of why the foreign material remained in the device. The suggested event can be detected and prevented by handling the device in accordance with the instructions for use (IFU): states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. States the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.